Event description:
The customer reports the left workstation monitor was getting consistently darker. The technician continued using the system for multiple pain management cases.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the monitor and verified proper operation. The system operates as MFR intended. (B) (4)